Manufacturer narrative:
Results of investigation: the avea gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The root cause of the reported issue could not be identified.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
Customer states that this ventilator was alarming vent inoperable during the extended system test (est) testing. The error log is showing: bad cal blender, data error blender, bad ID blender, data error blender, and pneumatics module ftc. There was no patient involvement at the time of the reported event.